Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:456mg/dl (B)(6) 2015 05:48pm. 2:344mg/dl (B)(6) 2015 05:45pm . 3:177mg/dl (B)(6) 2015 09:09am . 4:105mg/dl (B)(6) 2015 07:07am . 5:262mg/dl (B)(6) 2015 11:53pm . Adverse event not reported.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(4)2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(4)2015. Recall test results performed fasting from meter memory: 1: 456 mg/dl, (B)(4)2015, 05:48 pm; 2: 344 mg/dl, (B)(4)2015, 05:45 pm; 3: 177 mg/dl, (B)(4)2015, 09:09 am; 4: 105 mg/dl, (B)(4)2015, 07:07 am; 5: 262 mg/dl, (B)(4)2015, 11:53 pm. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet evaluated.